Manufacturer narrative:
Technician found that the head of the bed could not be raised. Replaced both siderail ucm pcbs because the head down buttons were not working on either siderail to resolve this issue.

Event description:
Info received indicated that the head down buttons were not working on either siderail. No pt impact.